Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from catalog 363083, lot number 0316286 and 0316283 for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill during use. The following information was provided by the initial reporter. The customer stated: "we are having significant issues with the 2.7 ml citrate tubes¿ overfilling by up to .5ml. Seems to be a problem across the 2 lots we have in use.".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0316286. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill during use. The following information was provided by the initial reporter. The customer stated: "we are having significant issues with the 2.7 ml citrate tubes. Overfilling by up to .5ml. Seems to be a problem across the 2 lots we have in use."